Event description:
Patient reported having elevated blood glucose levels from (~400-500 mg/dl) for the last week. Patient would try to bolus with the device and it would not drop the patient's blood glucose level.